Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
During training by a zoll medical sales representative, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the reported malfunction was observed during initial testing. However, after the device was disassembled to isolate root cause the reported problem could no longer be duplicated. The customer received a replacement device to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
During training by a zoll medical sales representative, the device powered up with no video display. Complainant indicated that there was no patient involvement in the reported malfunction.